Event description:
It was reported that, sometime after implantation, around (B)(6) 2024, the patient experienced dyspareunia and extrusion at the right vaginal fornix. As a result, the exposed mesh had been excised.

Manufacturer narrative:
Block b3: exact date unknown, event onset date occurred in september 2024. Block h6: the following imdrf patient codes capture the reportable events of: e1405 - dyspareunia e2006 - erosion. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.